Event description:
It was reported that during the implant procedure, the helix mechanism of this right atrial (ra) lead could not be extended; therefore, could not be fixed in place. The lead was exchanged for a non-bsc lead to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. The lead was returned severed at approximately 440 mm from the tip end. Only the distal segment was returned. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.